Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. The customer indicated that the device will not be returned for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
On november 13, 2006, it was reported to bsc that during a therapeutic procedure (patient gender and age unknown) the "pebax coating was detached" and fell into the hepatic duct. The customer reported it was not necessary to retrieve the fallen "pebax." The procedure was completed with the subject device. There was no reported complication or ill effect sustained by the patient.